Manufacturer narrative:
The investigation for the access site bleed and the vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and vascular damage could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 63-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the patient had bleeding and vascular damage. The patient brought to cvor for emergent replacement of impella. The previous 5.5 was damaged, needed to exchange through same graft. Device was previously placed a week prior, so decision was made to expel or bleed back through graft so no clot would leave in the graft. The goal was not to have clot ingested by new impella 5.5 that was going to be exchanged in same graft. The pocket exposed and graft secured and impella explanted. Impella 5.5 was advanced with no issues. Bleed of graft 200-300cc of blood, clamped and introducer placed, the plan was for 1 unit of rbc to be given in intensive care unit (ICU).